Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced recurrent peritonitis. The cause and treatment were not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was switched to hemodialysis. No additional information is available.